Event description:
It was reported the epg (external pulse generator) had no atrial sensing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed testing, with no faults or anomalies found. The battery contacts were compressed, and the battery release, case screws, lead flex cover, and battery drawer were contaminated. Two side bails and the ring were missing, the ring cover and two side bail covers were broken, and the upper/lower cases were found to be broken/contaminated. The keyboard pad was also scratched.